Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (removal of essure coils). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), pelvic pain ("pelvic pain /pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (((B)(6) 2008, (B)(6) 2009)) and parity 2 (((B)(6) 2008, (B)(6) 2009)). Concurrent conditions included rectal bleeding. Family history included colon cancer. Concomitant products included anesthetics, general (general anesthesia) for regional nerve block. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping / lower abdominal pain(varies between mild and severe, intermittent)"), polycystic ovaries ("hormonal changes- describe: polycystic ovarian syndrome /reproductive system disorder or condition- type of disorder or condition: polycystic ovarian syndrome"), vaginal infection ("infection (bladder/urinary tract/vaginal)- type: vaginal"), weight increased ("weight gain / loss- specify which one: weight gain") and dysmenorrhoea ("dysmenorrhea (cramping)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2011 left salpingectomy and tubal ligation of right fallopian tube.) And surgery. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, vulvovaginal pain, abdominal pain lower, polycystic ovaries, vaginal infection, dyspareunia, weight increased and dysmenorrhoea had not resolved and the genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, polycystic ovaries, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: contraception or method of birth control used in 2009 as condoms (for prevent pregnancy). Essure didn't caused birth defects. As per pfs the stop date was reported as (B)(6) 2011 but the m.r. Says in removal notes, that the patient right fallopian tube was noted to be normal appearance and the essure fallopian tube occlusion device could be visualized in the correct position of the tube. The tube was elevated wand a klipspringer device was used to cauterize the more distal portion of the tube distal to the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Colonoscopy - on (B)(6) 2009: rectal bleeding hysterosalpingogram - on (B)(6) -2009: total bilateral occlusion. Ectopic pregnancy post essure implant with bilateral occlusion confirmed by hsg. On (B)(6) 2009, hysteroscopy with diffy(as written ), coils placed bilaterally return for hcg in 3 weeks to confirm occlusion to stay on ocps. On (B)(6) 2009, colonoscopy, the there were internal hemorrhoids. There was no evidence of other pathology. The terminal ileum, colon and rectum were otherwise normal; preparation was excellent. Date of learned patient was pregnant, aug-2011 (ectopic pregnancy). On 09-oct-2009, the hsg showed a normal shaped uterine cavity with no spill from either side and no dye entering the tubes. The coils were seen bilaterally. No evidence of peritoneal spill. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ectopic pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), pelvic pain ("pelvic pain /pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ((B)(6) 2008, (B)(6) 2009)) and parity 2 (((B)(6) 2008, (B)(6) 2009)). Concurrent conditions included rectal bleeding. Family history included colon cancer. Concomitant products included anesthetics, general (general anesthesia) for regional nerve block. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping / lower abdominal pain(varies between mild and severe, intermittent)"), polycystic ovaries ("hormonal changes- describe: polycystic ovarian syndrome /reproductive system disorder or condition- type of disorder or condition: polycystic ovarian syndrome"), vaginal infection ("infection (bladder/urinary tract/vaginal)- type: vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain / loss- specify which one: weight gain") and dysmenorrhoea ("dysmenorrhea (cramping)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2011 left salpingectomy and tubal ligation of right fallopian tube.). At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, vulvovaginal pain, abdominal pain lower, polycystic ovaries, vaginal infection, dyspareunia, weight increased and dysmenorrhoea had not resolved and the genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, polycystic ovaries, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: contraception or method of birth control used in 2009 as condoms (for prevent pregnancy). Essure didn't caused birth defects. As per pfs the stop date was reported as(B)(6) 2011 but the m.r. Says in removal notes, that the patient right fallopian tube was noted to be normal appearance and the essure fallopian tube occlusion device could be visualized in the correct position of the tube. The tube was elevated wand a klipspringer device was used to cauterize the more distal portion of the tube distal to the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Colonoscopy - on (B)(6) 2009: rectal bleeding. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ectopic pregnancy post essure implant with bilateral occlusion confirmed by hsg. On (B)(6) 2009, hysteroscopy with diffy(as written ), coils placed bilaterally return for hcg in 3 weeks to confirm occlusion to stay on ocps. On (B)(6) 2009, colonoscopy, the there were internal hemorrhoids. There was no evidence of other pathology. The terminal ileum, colon and rectum were otherwise normal; preparation was excellent. Date of learned patient was pregnant, (B)(6) 2011 (ectopic pregnancy). On (B)(6) 2009, the hsg showed a normal shaped uterine cavity with no spill from either side and no dye entering the tubes. The coils were seen bilaterally. No evidence of peritoneal spill. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ectopic pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 19-feb-2018: pfs and mr received. Reporters were added. Patient¿s historical condition, family history, concomitant disease, concomitant drug, lab data and unstructured relevant tests were added. Pregnancy (ectopic), hormonal changes- describe: polycystic ovarian syndrome /reproductive system disorder or condition- type of disorder or condition: polycystic ovarian syndrome, infection (bladder/urinary tract/vaginal)- type: vaginal, dyspareunia (painful sexual intercourse), weight gain / loss- specify which one: weight gain and dysmenorrhea (cramping) were added as events. Essure lot number added. Event outcome added for event pelvic pain, vulvovaginal pain, abdominal pain lower, ectopic pregnancy, polycystic ovaries, vaginal infection, dyspareunia, weight increased and dysmenorrhea. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.